Manufacturer narrative:
The investigation is ongoing. H3 other text : the device was not returned for evaluation.

Event description:
As reported by a field clinical specialist, during a tavr procedure with a 23mm sapien 3 ultra resilia valve in the aortic position, the vascular surgeon obtained vessel access with serial dilation up to 16f before inserting a 14f esheath plus. Resistance was met when inserting the valve/delivery system, and imaging revealed the crimped valve to be just inside the common femoral artery. After several attempts and switching operators the valve/delivery system was able to be advanced and the valve was deployed without incident. The 14fr. Dilator was inserted into the esheath and removed over a wire while tightening perclose sutures. Post closure imaging showed an occluded vessel which required a surgical cut-down and repair of the left common femoral artery. The patient tolerated the procedure well. Per the fcs, the initial reporter did not allege the edwards devices were deficient in some way. There were no abnormalities seen with the sheath. The loader was fully loaded into the sheath and access was shallow. The resistance was first noted when the crimped valve was just distal to the arteriotomy, as the valve was entering the sheath shaft (blue portion). There we no devices damaged during the case and no withdrawal difficulties. Per the fcs, ''the occlusion was thought to be due to the vessel lumen size being too small. Per the ic, they documented it as an open vascular repair with endarterectomy.''

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Per imagery provided calcification and undersized vessels are present in the patient's left access vessels. In this case, the resistance and subsequent obstruction/occlusion was unable to be confirmed as no relevant device/imagery were provided. Available information suggests patient factors (calcification, undersized vessels) likely contributed to the event. Per evaluation of returned imagery, calcification and undersized vessels were present in the patient's left access vessels. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.